Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2022. On the same day the sensor was inserted, the patient was using the mobile app as the display device and not her receiver. The patient calibrated the device and the cgm values rose and fell drastically within minutes. No symptoms were reported. She went to the emergency room (ER) where she was treated with a glucagon shot to raise her bg level and she also received unspecified IV medication. At some point the bg finger stick value was 236 mg/dl and the cgm value was 210 mg/dl. It could not be determined if the values were pre or post treatment. The patient remained in the ER for several hours and was discharged the same day. After the event her bg level stabilized. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2022. On the same day the sensor was inserted, the patient was riding in a vehicle with her kids. She checked her phone and it said she did not have service, and two minutes later down the road she had service again (a phone signal). She received a warning from her phone that her cgm value was high, and she could not remember the exact value. She self-treated with insulin based upon what was displayed on the app. She did not have a glucometer with her. While at the car her children observed she had difficulty speaking, and something was not right so they took her to the hospital. At the ER her bg values were too low and the patient could not remember the exact values. The cgm continued to show high values. It was determined that her bg was very low because she had given herself too much insulin. She was treated with a glucagon injection and IV glucose. Several hours later she was discharged from the ER in stable condition. At the time of the report, the patient had the flu but her readings were fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6: health effect - clinical code - e0131 speech disorder - additional information.